Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position)" was confirmed during the functional testing and based on the archive data review. The root cause for the reported fault code 16 was due to the defective drive train, as a result of normal wear and tear of the platform. The autopulse platform was manufactured in 2011 and is more than 8 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to fault code 16 (timeout moving to take-up position) displayed upon powering on. The archive data review showed occurrence of multiple fault code 16. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the slipped bushing in the defective drive train motor (slipped bushing). When the bushing slips, the drivetrain motor will seize and unable to rotate. The drive train motor needs to be replaced to address the fault code 16. Upon customer approval, the defective parts will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed fault code 16 (timeout moving to take-up position). The user replaced the lifeband, but the fault code was still displayed. No patient involvement.